Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The device was returned with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The moment the device was powered up the device started double beeping. It was determined that the issue was caused by a bad downstream sensor, so the sensor was replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the was double beeping; it is unknown if there was a patient involved.